Event description:
It was reported that the patient underwent a 2 level minimal access spinal surgery at l4-5. It was reported that during reduction on the right side of l4 the extender froze and would not move up or down. A mallet was used to remove the extender without success. With the extender unable to unlock and the rod jammed, it was decided to unscrew the construct. It was noticed that the l4 pedicle was fractured on the right side. The screws were repositioned and with the use of different extenders the surgery was completed. Surgery time was extended approximately 2.5 hours. No other patient complications were reported.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/10/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 1 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because apply sample - meter was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.